Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that when the customer removed one of her sensors there was only a millimeter of the cannula under her skin; the cannula appeared short. The patient's blood glucose at the time of incident was 7.0 mmol/l. No further details were provided regarding that particular sensor. No products were returned and two replacement sensors were shipped to the customer.